Event description:
Customer reported that a pyxis anesthesia es system unexpectedly rebooted during a procedure. Customer did not disclose the nature of the procedure. Customer reported that fentanyl was required medication and that it was successfully retrieved from a device nearby. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly rebooted during a procedure. Customer did not disclose the nature of the procedure. Customer reported that fentanyl was required medication and that it was successfully retrieved from a device nearby. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device's logs and determined that the device rebooted spontaneously and unexpectedly, as if the power supply had suddenly failed. The field service engineer replaced the device's power supply to resolve. Device confirmed operational.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, g2, g6, h2, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 18-jul-2021 to 18-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was automatically rebooted. The field service engineer inspected the retractor bands and replaced the power supply to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly rebooted during a procedure. Customer did not disclose the nature of the procedure. Customer reported that fentanyl was required medication and that it was successfully retrieved from a device nearby. Patient or user harm was not reported.